Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 1423 mg/dl. The nurse stated that the customer was admitted into the intensive care unit department. Customer also reported that the insulin pump lost power due to constant calibration required alerts that drained her battery causing it to lose power that caused her diabetic ketoacidosis because she was not getting insulin due to the power loss. The customer was treated with intravenous drip. Customer was unable to complete carelink upload. Customer did not allege insulin pump was under delivering. Customer troubleshooting was declined for high blood glucose. Customer was not using auto mode. The insulin pump will not be returned for analysis.